Event description:
On (B)(6) 2003, this pt was implanted with gore excluder bifurcated endoprostheses. On (B)(6) 2010, the devices were explanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note add'l devices involved: pca280300/(B)(4) and pcc121000/(B)(4).